Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found returned product to be within appropriate design specification. Incomplete device was returned; therefore, a conclusive root cause could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent an unknown knee procedure on an unknown date. Subsequently, patient underwent a revision procedure due to unknown reasons. During the procedure, augment holes in the femoral component were too shallow to accept the screw. A thirty (30) minute delay resulted. Another femoral component was used to complete the procedure.